Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that "the device went on near thirty one times and damn near killed me". The device was reprogrammed and remains in use. Now, the patient is hearing a sound from the device "like a british scion". Follow up indicated that the superior vena cava (svc) coil of the right ventricular lead had a slight rise in impedance. The lead remains in use. No patient complications have been reported as a result of this event.